Event description:
The customer reported an elevated troponin I (accutni) and creatine kinase-mb (ck-mb) results, for one pt, involving access 2 immunoassay system. The elevated troponin I result was released out of the laboratory. It is unk if elevated ck-mb result was released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2007. The fse performed general performance maintenance. The fse performed dil-text, (B)(4), and 50-sample precision test, which all performed to specifications. The fse performed repair verification per established procedures. The unit conformed to the manufacturer's specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to the original MDR 2122870-2007-00158.